Manufacturer narrative:
The pump has been requested but has not been received. Should the pump be received, a follow-up report will be submitted upon the completion of its evaluation, or if additional info is obtained.

Event description:
The facility reported an infusion pump with "no failure code-loud alarm-turned itself on". It is not known if this occurred while infusing on a pt. The facility representative stated that no pt injury was reported on this pump since the last baxter service event. Info regarding pt demographics, medication involved and device programming was requested but none was provided.